Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check patient line alarm during the initial drain on the homechoice machine (hc). The caregiver (cg) stated the patient line is full of air bubbles.the technical service representative (tsr) assisted the cg to end therapy. The tsr advised the cg to start over with new supplies. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a check patient line alarm was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.